Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy and also had alternate method available.